Event description:
A (B)(4) distributor contacted zoll customer support to report that a pt was receiving a service code 204. The pt received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the trunk cable was cut and wires were exposed. The red (can h) and white (drvn gnd) wires were cut, which caused the service code 204. The root cause of the damage was physical abuse. No adverse event resulted from damaged trunk cable and wires. The pt received a replacement electrode belt.